Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical narrative: a 59-year-old male with a medical history significant for nonischemic cardiomyopathy status post left ventricular assist device (heartmate ii) and subsequent orthotopic heart transplant, hypertension, hyperlipidemia, type 2 diabetes mellitus, and obstructive sleep apnea on home continuous positive airway pressure received an impella 5.5® device for temporary mechanical circulatory support due to cardiogenic shock secondary to heart failure. The device was surgically implanted via the right axillary artery. At the time of device initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock, with subsequent progression to scai stage d cardiogenic shock. On the day following implantation, the patient required and received hemodialysis with a net ultrafiltration goal of 3 liters. The treatment plan included continuation of current therapies with intent to bridge the patient to orthotopic heart and kidney transplantation. The patient received continuous intravenous infusions of bivalirudin for anticoagulation and dobutamine for inotropic support. Eight days following implantation, the patient received an additional hemodialysis treatment with a net ultrafiltration goal of 2 liters. Several days later, nursing staff reported a placement signal not reliable (psnr) alarm. The alarm function and recommended monitoring were reviewed with the care team. As described in the impella instructions for use, sensor-related alarms do not impact pump function, and no patient harm occurred because of the psnr alarm. The care team was instructed on disabling the audible alarm. Some days following, the patient was bridged to transplant. The impella device was weaned, explanted with a survived patient outcome.